Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 04555, 0001822565 - 2018 - 04556.

Event description:
It was reported that upon inspection of incoming product, it was discovered that there was creasing in the seal of the sterile packaging. No adverse events occurred, as there was no patient involvement. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Evaluation of the returned products confirmed that two of the three pouches exhibit creases in the seal. The third pouch was found to be conforming. Device history record was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to a manufacturing deficiency. Corrective actions have been initiated to address this issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.